Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute myocardial infarction in the left anterior descending artery (lad) using an indigo system cat rx kit. During the procedure, the physician successfully passed an indigo system cat rx aspiration catheter (catrx) through the lesion. The physician then placed a stent and post dilated the patient. It was noted that there was still a haziness in the vessel and the physician attempted a second pass through the same guide catheter. However, the physician felt that the catrx was not tracking and therefore, it was removed. Upon removal, the physician noticed that the catrx had fractured mid-shaft and its distal portion was no longer connected to the rest of the catheter. The guide catheter was then removed with the distal portion of the catrx inside it. The procedure was completed using another guide catheter and catheter. There was no report of an adverse effect to the patient.